Event description:
It was reported that the physician questioned the device battery duration of just 2 years. The device had indicated recommended repl acement time (rrt) about seven weeks prior. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 lead implanted (B)(6) 2008; 5071 lead implanted (B)(6) 2008. (B)(4).